Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of sponge detached block h10: one biopsy cap was returned for analysis, the rx locking device was not returned. Visual analysis of the returned device found that the sponge was detached from the biopsy cap. The sponge was checked under magnification and the slits seem to be superficial and not properly made on both sides. No other issues were noted. The reported event of sponge detached was confirmed. The slits seem to be superficial and not properly made on both sides is identified as a likely contributing to the defect, generating that the sponge dislodge from the biopsy cap. The investigation conclusion for this complaint will be documented as manufacturing deficiency. An investigation is in place to address this problem. Additionally, the user did not apply a water soluble lubricant to the top of the biopsy cap prior to use and this could have causes more friction on the system while advancing a device through the biopsy cap leading to the sponge detachment from the device. The directions for use (dfu) / product label states: to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel. Therefore, the most probable cause of the reported event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, the jagtome introducer was used to puncture the rx locking device biopsy cap. After the jagtome was successfully passed down the scope to the cbd, it was exchanged for an exractor pro balloon. At this time, it was noted that the catheter would not go further than 5-10cm down the scope channel. Reportedly, the scope channel was blocked with the sponge from the biopsy cap. Attempts to flush the scope with saline were not successful. Another duodenoscope and rx locking device biopsy cap were used in an attempt to complete the procedure and the same issue occurred. Reportedly, a water soluble lubricant was not applied to both the rx locking device biopsy cap prior to use. The procedure was cancelled due to the event. Reportedly, the patient was sent to a different facility. Both scopes were reprocessed and the dislodged sponges were removed by using a brush and by flushing with water. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, the jagtome introducer was used to puncture the rx locking device biopsy cap. After the jagtome was successfully passed down the scope to the cbd, it was exchanged for an exractor pro balloon. At this time, it was noted that the catheter would not go further than 5-10cm down the scope channel. Reportedly, the scope channel was blocked with the sponge from the biopsy cap. Attempts to flush the scope with saline were not successful. Another duodenoscope and rx locking device biopsy cap were used in an attempt to complete the procedure and the same issue occurred. Reportedly, a water soluble lubricant was not applied to both the rx locking device biopsy cap prior to use. The procedure was cancelled due to the event. Reportedly, the patient was sent to a different facility. Both scopes were reprocessed and the dislodged sponges were removed by using a brush and by flushing with water. There were no patient complications reported as a result of this event.